Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the submission of a revision usage sheet that the patient's knee was revised. A triathlon 6x19 ts insert was implanted. Reason for revision: "patient fell which led to an open wound and infection.left side.